Event description:
It was reported that the cartridge was not detecting the correct amount of insulin. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting further with tandem technical support. No additional information was provided.